Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed the dp calibration test step during testing. The device's sensor board and interface board needs replaced to address the issue. Additionally, unrelated to the test failure, the device was found to have feet missing, the power cord clamp was missing, the rear case enclosure was damaged and the porting block adapter was damaged. Necessary parts replaced to address issues.